Event description:
On (B)(6) 2012, it was reported that this vns patient's device was disabled in 2009 due to an adverse event. At the time of implant, the patient had almost continuous discrete facial and right hand myoclonus. After passing the magnet on two occasions, the patient went into status epilepticus, and the device was disabled. Follow-up showed that the device was never programmed back on. The device was programmed off due to an increase in seizures. The patient's device was explanted (not replaced) on (B)(6) 2012. After the patient was implanted in 2009, it was suspected that the patient had rasmussen syndrome. This was later confirmed and the patient's physician decided to remove the device and move forward with other therapies. The explanted devices were not available for product return as the explanting hospital was responsible for discarding them. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Review of programming history.